Event description:
During a carotid stent procedure, the physician noticed resistance in pushing the spiderfx delivery catheter along the guide wire. The system was removed and checked and re-inserted. Further resistance was felt in advancing the filter. The operator then decided to change the spiderfx for a different device, but when retrieving the system, the distal part of the green delivery catheter was broken at about 10cm from the distal tip. This part became trapped in the stenosis and was impossible to retrieve with a snare after four attempts. The piece was then secured at the vessel wall of the carotid with the placement of 2 stents. The pt was found to have a superior limb motion deficit post procedure, but was discharged 2 days later without further issue.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.